Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.508 mg/day) via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, during the pump exchange procedure, they could not aspirate the catheter. They decided to revise the catheter. Part of the proximal catheter was removed and a new proximal segment was added. There were no patient symptoms related to the event.